Manufacturer narrative:
Our distributor for the device, ortho-clinical diagnostics, has investigated this event and has evaluated the instrument. No root cause has been identified.

Event description:
Hamilton company was informed in 2004, of an event that occurred on the event date, in which the hamilton microlab at +2 instrument reportedly mispipetted samples. No death or injury resulted from this event. This report is associated with hamilton.